Manufacturer narrative:
The operating currents were within specification and no unexpected low battery or off no power alarms were noted. The insulin pump was received with a constant motor error alarm during the rewind due to a jammed motor gear box. The functional testing could not be completed due to this issue. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 534 mg/dl. She experienced nausea, vomiting, abdominal pain, and difficulty breathing. She was treated with intravenous insulin. She stated that the insulin pump was cracked at the battery compartment, reservoir compartment, and around the screen. The drive support cap appeared normal. The customer declined further troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.